Event description:
It was reported that during the preparation of debridement utilizing a versajet, the doctor did not respond when he inserted the orange cartridge into the console, and the o-ring did not light. The problem was not solved by exchanging the hand-piece. Debridement was performed by another method. No patient harm.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: in reviewing the description of the occurrence, it was determined that this event did not lead to death or serious deterioration in the state of health of a patient, user or other person. The event may cause minor or temporary injury requiring no or minor medical intervention. The event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803. While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous supplemental report. The device was returned for evaluation, with no faults found the reported event cannot be confirmed. A visual inspection noted no defects functional inspection was performed and showed the complaint of failure/difficulty to interlock could not be reproduced. Pump cartridge was easy to turn to locked position and light ring was activated. All functions perform as expected. Medical review concluded, there was no reported harm to the patient, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided, this complaint will be re-assessed. A potential cause may include that the orange key was not fully rotated, the instruction for use offers further guidance. No manufacturing quality concerns have been observed, therefore no corrective actions are deemed necessary, smith and nephew will continue to monitor for adverse trends. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. A relationship between the reported event and device could not be established. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the complaint of failure/difficulty to interlock could not be reproduced. Pump cartridge was easy to turn to locked position and light ring was activated. All functions perform as expected. A document review could not be performed because the serial number was not provided. A complaint history review found other related events. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. However, the clinical review has not established a causal link. Additional rmr is not required. Factors that are known to contribute to the alleged fault/failure may be connection issue or intermittent component failure. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.